Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 37 mg/dl. The customer took a bolus of 0.6 units. The customer was at 37 mg/dl because she did not eat monday for her surgery and declined to troubleshoot. The customer was in the hospital for a medical procedure that was not due to her diabetes. The customer was advised to monitor her blood glucose.